Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his blood glucose level went from 402 mg/dl to 467 mg/dl. The customer had a cotton mouth and was very thirsty. Large air bubble was present in the tubing length. The drive support cap was recessed. The device was not returned.